Event description:
Taper 1. Pt has leak in tubing of lagb system and is scheduled to have access port removed and replaced in 2/2003. Follow up findings: per surgeon, leak at or near the access port tubing connector.